Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer stated that prior to the event, she had been having elevated blood glucose levels without diabetic ketoacidosis. The customer stated that she ran tests on the insulin pump and that the insulin pump was working properly. Troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.